Manufacturer narrative:
H11: additional information was received that this complaint involves one device and one clinical event. The reported pain and burning sensation are downstream outcomes of the same catheter malfunction. Hence the file was reassessed for reportability, and there is no evidence of a second device determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A 65-year-old patient underwent a port placement procedure using powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, the patient reported pain during flushing. The port removal surgery was performed under fluoroscopic guidance on (B)(6) 2026. There was no reported patient injury.

Event description:
A 65-year-old patient underwent a port placement procedure using powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, the patient reported pain during flushing. The port removal surgery was performed under fluoroscopic guidance on (B)(6) 2026. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.